Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced a severe low during a ten-hour gap in cgm data. Paramedics were called and treated patient by administering a glucose IV. Patient recovered and was fine at the time of her call to dexcom technical support.